Event description:
Customer's daughter reported that approximately one week prior to her call, customer was experiencing nausea, changes in her vision and vomiting. Customer's glucose was checked on her freestyle freedom blood glucose meter and received a result of 59 mg/dl. Paramedics were called, checked her blood glucose, received a reading of "hi" and transported customer to a local hospital. At the hospital, a blood glucose reading of 542 mg/dl was obtained, customer was diagnosed with hyperglycemia and treated with an insulin intravenous. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.